Manufacturer narrative:
Pump received with button error alarm and no button response due to flattened button dome switch. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads and broken belt clip slot. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 150 mg/dl. The customer could not recall any significant events leading to the alarm. The customer reported the insulin pump fell off their belt clip prior to the alarm occurring. The customer also reported the screen was scratched on the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.